Event description:
It was reported a manufacturer representative was with the patient. The patient¿s implantable neurostimulator (ins) was showing an ¿ok¿ battery status and a capacity range at 40-90% used. They did an impedance check and every contact pair showed greater than 4000 ohms when tested at 1.5v, 210 usec, and 30 hz. They tried to run a group impedance but was not able to generate values. The manufacturer representative upped the voltage to 3.0v and re-ran the impedance check and it was showing values within range and the patient had some discomfort. The patient had not complained of any loss of therapy and seems to believe the system is working well. The patient has been using a1 with contacts 4+5-6+ and the manufacturer representative switched to a2 at 0-4+5+6+. The patient uses the system all hours except when sleeping. The manufacturer representative was able to program the device and use electrode combinations that gave them stimulation coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, explanted: product type extension. (B)(4).